Event description:
Event description guidant received information that during a surgical procedure when an electric spine stimulator was used, this pacemaker stopped pacing. When the spine stimulator was turned off, pacemaker pacing resumed. The patient became near-syncopal and thus, the physician ended the surgery. It was suspected that the electrical signals from the spine stimulator interfered with the pacemaker operation.